Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt with ECG electrodes and pt leads for cardiac monitoring. According to the reporter, the device intermittently alarmed leads off and displayed excessive artifact. A backup device was called for and used and no adverse affects to the pt were reported as a result of the alleged malfunction.